Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking permanency. The following information was provided by the initial reporter. The customer stated: 1 syringe with bad print.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking permanency. The following information was provided by the initial reporter. The customer stated: 1 syringe with bad print.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: ten 1ml luer-lok syringes (material 309648) were received and evaluated. Nine syringes from batch 0059908 had excessive stopper angularity and all of them were difficult to exercise the plunger rod inside the barrel. One syringe from batch 9294872 had missing print in the major and minor grad lines from the zero line to the 0.15ml grad line. The conditions observed were non-conforming per product specification. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches 0059908 and 9294872 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking permanency. The following information was provided by the initial reporter. The customer stated: 1 syringe with bad print.